Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a balloon burst occurred. The 80% stenosed lesion was approximately 16mm in length, eccentric in shape, de novo (progressive) and mildly calcified. It was located in the moderately tortuous distal left anterior descending coronary artery. The artery diameter was approximately 2.5mm. The physician used a maverick monorail 15mm x 2.5mm to predialate the lesion. Significant resistance was felt during the procedure. It was not noted how many times the balloon was inflated, however, it was reported that the balloon was inflated, however, it was reported that the balloon burst when inflated to 10 atms. The procedure was completed with an apex 2.0mm x 15mm. No post procedure complications were noted and the patient status was reported as "stable".